Event description:
It was reported that the pt underwent an l4-s1 fusion using rhbmp-2/acs. Two weeks post-op, the pt reports that he began having severe spasms throughout his entire body, from his chest to his toes. Per the pt, his surgeon told him that it was from the bmp, performed an MRI, and reportedly found "bone marrow edema". The pt suffered from severe spasm, extreme pain and could not sleep. The pt reports having several epidural steroid injections, and still reports severe pain, but not spasms. At 492 days postop, the pt underwent an anterior revision surgery due to hardware loosening and a failed fusion. Bmp was used in the revision surgery. Per the health care professional, the pt had some post-op swelling after this first surgery. The swelling resolved, and the pt has had no lasting effects from the swelling.

Manufacturer narrative:
(B) (4) - bone marrow edema. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device info. Neither the device nor ilms of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.